Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen. A technical support specialist remotely accessed the cabinet and found the medication status was still showing as "requested", despite pharmacy approval. User was logged out and instructed to log back into the cabinet to refresh the session. After re-login, the user was able to select and successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 screen was frozen, user was unable to select the item and requested assistance to issue medication. However, there were no adverse events or injuries reported based on this event.